Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a pt (age and gender unk) the device returned a "shock advised" determination after the pt had a return of circulation. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.